Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Similar to device under 510(k): unknown. MFR date unknown as lot # is unknown. Summary of investigational findings: based on the information it was not possible to conclude the exact root cause for dissection in this patient. Patient death was most likely related to septicemic disease as indicated by the physician. No evidence to suggest that the device was not manufactured according to specifications or that device was defective. No evidence provided that IFU was insufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient who was diagnosed aortic arch aneurysm (64mm) underwent tevar. The physician selected debranching tevar for arch aneurysm since this patient had high risk. He performed total debranching using hemashield graft (12x8x8 mm) following CABG (svg-lad) under pcps. After that, the device (cook medical; tx2) was inserted from femoral artery and performed tevar, however, retrograde type a aortic dissection had occurred due to stentgraft placement. Therefore, the procedure was converted to open surgery to perform ascending aorta replacement. A surgery was performed by open distal anastomosis: a distal end of the artificial blood vessel was anastomosed with proximal side of stentgraft (part of proximal stentgraft was resected) and proximal end of the artificial blood vessel was restored at coronary artery level. The patient withdrew from respirator and he recovered as he could sit on a chair, however he died due to infectious disease 32 days after surgery. Additional information received 08sep2015: the patient's anatomical form was not suitable for the procedure. The physician suspected relation between the device and dissection, however, he did not think as the device related to the direct cause of death. Blood pressure went down suddenly when the patient was transferred to ICU after surgery, therefore, open surgery was performed urgently. Autopsy performed: ascending dissection and perforation of esophagus was observed. The patient died due to septicemic disease, no relation between the device and patient death. Additional information received 03feb2016: the date of the device placed: (B)(6) 2013. The date of the patient's death: (B)(6) 2014. Patient died due to septicemic disease by cytomegalovirus. Since the device was planned to place at zone 0 and patient's vascular caliber of proximal vessel was 40 mm, therefore, this patient was not suitable for the procedure. Patient outcome: he died due to infectious disease 32 days after surgery.